Event description:
On 10/19/90 an ipp device was implanted. On 3/3/94 the cylinders and pump were revised. On 3/11/97 the entire device was removed from the pt and replaced due to malfunction - cylinder failure. Add'l lot/serial #: 1934t 004, 1934t 004.